Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor reported via phone call that the customer was hospitalized on (B)(6) 2015 for a severe hypoglycemic event. The caller reported the customer overdosed on insulin. It was found the customer primed 10 units of insulin into their body instead of letting the insulin drip out the end. It was reported the customer was unable to navigate to the correct screen for the fill cannula. The customer stated they had to press the act button four times, causing the unintentional insulin delivery. The customer became unconscious as a result of the overdose and the paramedics were called for treatment. The customer was later discharged from the hospital on multiple daily insulin therapy. Customer's blood glucose was unknown at the time of the event. The insulin pump will not be returned for analysis.